Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an adverse event had occurred. On (B)(6) 2017 the patient's mother called emergency medical team (emt) at approximately 1:30am and the patient was taken by ambulance to (B)(6) hospital emergency room (ER). The patient's mother at approximately 1:30am gave the patient 2 glucagon 3 mg oral tubes and emt gave 3 glucagon 3 mg oral tubes. No medication or test were performed on patient at ER, just observed and release 5 hours later. No product defects or failures were alleged. At time of contact the patient's condition was good. No additional event or patient information is available.